Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 20mm was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 85mm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a break 410mm proximal to the tip of the device. No other issues were identified during product analysis.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, the stent failed to cross the lesion and the shaft broke. The device was removed intact and the procedure was completed with another stent. There were no patient complications reported and the patient status was stable.